Manufacturer narrative:
The device was lost in shipping from customer to edwards. As reported, the balloon of the proplege device burst during a mitral mis case. As per follow up the device was correct before introduction in the patient. When the team start to inflate the balloon noted that there were not good pressure, they tried to deflate it and blood appeared in the kit syringe, the volumen used was as per dfu recommendation. They decided to pull out and another one was used without problems. When the balloon was pulled out it was observed broken. There were no damages in the patient due to this event. Unfortunately the patient died intraoperatively after mitral valve replacement (non edwards valve). The mitral annulus was small and the there were problems during valve placement, for this reason there was a atrio-ventricular disruption and the patient passed away. Evaluation: since the device in question was not returned, any manufacturing defect with the device cannot be assessed. Manufacturing records were reviewed but there were no related non-conformances found. The trend for this complaint type is in control. There will be no pra or CAPA initiated for this event. The IFU, labeling, and risk control measures properly address the risk associated with balloon leaks. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
Device will be evaluated upon receipt.

Event description:
As reported by our colleagues in (B)(6), the balloon of the proplege device burst during a mitral mis case. As per follow up the device was correct before introduction in the patient. When the team start to inflate the balloon noted that there were not good pressure, they tried to deflate it and blood appeared in the kit syringe, the volume used was as per dfu recommendation. They decided to pull out and another one was used without problems. When the balloon was pulled out it was observed broken. There were no damages in the patient due to this event. Unfortunately the patient died intraoperatively after mitral valve replacement (non edwards valve). The mitral annulus was small and the there were problems during valve placement, for this reason there was a atrio-ventricular disruption and the patient passed away.